Event description:
It was reported that there was a slow helium leak on pump, pt side; pump was on pt when discovered. Per arrow field service (afs), helium meter, was ordered. On 9/4/2007 the part was received and field service replaced pump assembly unit. Pump ran for 45 minutes with no loss of helium. The system was checked per the afs functional checklist for intra-aortic balloon pump. The pump was returned to service.

Manufacturer narrative:
A follow-up report will be filed if more information becomes available.